Event description:
It was reported that the patient's neurostimulator implant site "ruptured" on (B)(6) 2011 due to necrotic tissue and a minor infection. The patient had a revision on her left side to move the neurostimulator deeper. Following the revision the patient was unable to charge. It was reported that the patient experienced telemetry issues, and an overdischarge was suspected due to problems with recharge coupling. The last successful recharging session and the last time stimulation was felt were 2 to 6 months ago. Additional information received reported that the patient would potentially be taken back to the operating room for a revision or replacement. The patient met with a manufacturer representative and a power-on-reset condition following an overdischarge was reported. The caller was unable to get telemetry with the patient programmer, both with and without the antenna. The representative performed a trickle charge and was able to recover the battery. The capacity was compromised by 1/3 due to the overdischarge. It was noted that the patient was able to get 75% to 100% efficiency in coupling when on her back. Additional information received reported that the patient had surgery on (B)(6) 2011 to revise the position of the battery. After the surgery, the patient was able to get 8 bars of coupling, even through the gauze and bandages.

Manufacturer narrative:
Accessory model 37752 serial# (B)(4), programmer model 37743 serial# (B)(4), lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2011 explanted: na.